Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, a cannulated drill bit for the asnis 4.0 broke off in the bone around the accompanying guide pin; the tip split open like a flower petal. The broken fragment did not remain in the patient's bone. No further information was provided.